Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine had a burnt heater rod. The biomed identified the issue during a preventive maintenance (pm) check; there was no patient involvement. The biomed stated the heater rod would stay at 38.7°c when set at 37°c, and when tested would display either out of limits (ol) or 23.9 ohms. When the heater rod was removed from the hydrochamber, the biomed noticed that it appeared burnt. The biomed resolved the reported issue by replacing the heater rod. The damaged part was confirmed to be an original fresenius part. The biomed confirmed there was no burning smell, and there were no signs of any smoke, sparks, or flames. At the time of the event, the machine had 1559 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated they would contact technical support (ts) to set up an rga to have the part returned for failure analysis.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine had a burnt heater rod. The biomed identified the issue during a preventive maintenance (pm) check; there was no patient involvement. The biomed stated the heater rod would stay at 38.7°c when set at 37°c, and when tested would display either out of limits (ol) or 23.9 ohms. When the heater rod was removed from the hydrochamber, the biomed noticed that it appeared burnt. The biomed resolved the reported issue by replacing the heater rod. The damaged part was confirmed to be an original fresenius part. The biomed confirmed there was no burning smell, and there were no signs of any smoke, sparks, or flames. At the time of the event, the machine had 1559 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated they would contact technical support (ts) to set up an rga to have the part returned for failure analysis.

Manufacturer narrative:
Correction: investigation changes have been made (h6 and h10) plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the investigation determined there was a causal relationship between the objective evidence and the alleged event; the reported complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information the complaint was confirmed, and the cause was traced to a component failure.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine had a burnt heater rod. The biomed identified the issue during a preventive maintenance (pm) check; there was no patient involvement. The biomed stated the heater rod would stay at 38.7°c when set at 37°c, and when tested would display either out of limits (ol) or 23.9 ohms. When the heater rod was removed from the hydrochamber, the biomed noticed that it appeared burnt. The biomed resolved the reported issue by replacing the heater rod. The damaged part was confirmed to be an original fresenius part. The biomed confirmed there was no burning smell, and there were no signs of any smoke, sparks, or flames. At the time of the event, the machine had 1559 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated they would contact technical support (ts) to set up an rga to have the part returned for failure analysis.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the heater was returned to the manufacturer for physical evaluation. The heater was received with discoloration (signs of thermal damage) along the heater rod. Measurements were taken across the heater wires and found to be out of specification at 22.9 ohms. The resistance between the heater wires must be 10.8 ohms ±5% (10.26 ohms - 11.34 ohms). The heater was installed onto a test machine for testing and the heat disinfect program failed. The temperature only rose up to 73°c. The temperature must reach to 80°c in order for the program to be completed. There was no additional damage to the heater during functional testing. The reported thermal decomposition was confirmed and the failure was traced to an electrical malfunction on the heater rod.